Manufacturer narrative:
Qn#(B)(4). The customer provided three photos for analysis. The report of an unraveled guide wire was confirmed through visual inspection of the photos. The customer also returned one guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual inspection of the guide wire revealed it was unraveled from the distal end. One kink and several bends were observed on the guide wire. Microscopic examination confirmed the damage, and confirmed the core wire separated adjacent to the distal weld. The separated core wire tip was discolored at the point of separation. The distal weld was present at the end of the coil wire and appeared full and spherical. The proximal weld was present and appeared full and spherical. The kink in the guide wire measured 235mm from the proximal end. The broken core wire length measured 684mm which is within the specifications of 678-688mm per product drawing; therefore, no pieces of the core wire appear to be missing. The guide wire outer diameter measured 0.84mm which is within the specifications of 0.838-0.877mm per product drawing. Functional inspection of the guide wire could not be performed due to the damage. A manual tug test confirmed the proximal weld was intact. Device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was unraveled from the distal end. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: after uncomplicated placement of cvc for dialysis in subclavian vein, during withdrawal of a guide wire, the guide wire became uncoiled. The cvc was withdrawn along with uncoiled guide wire. There was no reported patient harm.

Event description:
It was reported that: after uncomplicated placement of cvc for dialysis in subclavian vein, during withdrawal of a guide wire, the guide wire became uncoiled. The cvc was withdrawn along with uncoiled guide wire. There was no reported patient harm.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only section d.4.-unique identifier (UDI)# corrected to (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after uncomplicated placement of cvc for dialysis in subclavian vein, during withdrawal of a guide wire, the guide wire became uncoiled. The cvc was withdrawn along with uncoiled guide wire. There was no reported patient harm.